Event description:
The customer reported the system displayed a communication fail error message. This is likely to result in a no boot, lockup, or shut down situation for the customer. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was adjusted. The system was then found to be operating as intended.